Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging tha the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 10/08/2015 device evaluation: the pump has been returned to animas and evaluated on 09/22/2015 with the following findings: a review of the pump¿s black box doesn¿t show any indication of power issues. The pump was exercised for 24 hours with no power issues being duplicated. The battery compartment was found to be cracked. The alleged power issue could not be duplicated.